Manufacturer narrative:
Physio control performed initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would intermittently loose connection through its paddles lead. This resulted in the device not perform an attempted synchronized shock and disarming charged energy, before the charge was complete. There were no reports of patient harm associated with the reported event.

Event description:
The customer contacted physio control to report that their device would intermittently loose connection through its paddles lead. This resulted in the device not perform an attempted synchronized shock and disarming charged energy, before the charge was complete. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
Proper device operation was observed, by a physio control service representative, through functional and performance testing. The device was subsequently returned to the customer. After additional communication with the customer, the reported issue was clarified, and it was confirmed it was related to an inability of the device to provide synchronized shocks. It was confirmed that the customer was not holding the sync button down long enough for the device to deliver the charged energy. The cause of the reported issue was determined to be due to user error. The customer was provided with additional training on the use of the device for synchronized cardioversion.